Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). Evaluation summary: a visual and dimensional inspection was performed on the returned device. The reported stent dislodgement was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported stent dislodgement. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
It was reported that during unpackaging of the device and removal of the protective cover and stylet, the stent was noted to be missing from the balloon. The device was not used; there was no patient involvement. The stent implant was located on the floor. A different device was used for the procedure without issue. There was no reported clinically significant delay in the procedure. No additional information was provided.